Event description:
The customer reported the ventilator was not triggering breath when needed. The ventilator was on a patient and the ventilator was removed from the patient without harm. Upon testing the unit fails pressure accuracy and air delivery tests. The customer requested part number for gas delivery system (gds) assembly. The remote service engineer (rse) provided part numbers and advised the customer to change air inlet filter when installing gds. Further information is pending.

Event description:
The customer reported the ventilator was not triggering breath when needed. The ventilator was on a patient and the ventilator was removed from the patient without harm. Upon testing the unit fails pressure accuracy and air delivery tests. The customer requested part number for gas delivery system (gds) assembly. The remote service engineer (rse) provided part numbers and advised the customer to change air inlet filter when installing gds. Further information is pending.

Manufacturer narrative:
The gas delivery system was returned for failure investigation. The customer complaint was verified. The root cause was failure of airflow sensor, caused by u1 drifting out of calibration.

Manufacturer narrative:
The customer replaced the gas delivery system, and the issue was resolved. Although requested to be returned, the removed component was not received for evaluation at this time. An additional report will be submitted if the part is received and evaluated.